Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) his bundle lead exhibited oversensing of p waves on the rv channel exhibiting cross talk. The lead was reprogrammed and was planned to be explanted. It was further reported that the rv his bundle lead was explanted and replaced. No patient complications have been reported as a result of this event.